Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections a1, d4, g2, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. However, it is possible to infer the cause from the results of past similar investigations. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: according to the similar investigation result in the past, the ultrasonic output was repeatedly activated when nothing was grasped in between the grasping section and the distal end of the probe. Also, the ultrasonic output was repeatedly activated by closing grasping section without confirming the separation of the tissue. Therefore, abnormal heat generation might have occurred due to friction, and the grasping surface looked like it was melting. Or 1. The output was activated with twisting the grasping section and the distal end of the probe when they were grasping the tissue, or the distal end of the probe and the grasping section might have grasped the hard or thick tissue while the output was activating. As a result, a load beyond the resistance strength applied to the probe causing it to have cracks. 2. An attempt was made to activate the output with the probe having cracks. As a result, sonosurg-g2 stopped generating the output. Or 1. During the ultrasonic activation, the probe was in contact with hard objects such as metal clips or forceps. Also, dirt that was adhered on the probe, and it was possibly removed by using hard instruments such as a scalpel. This might have caused the probe to have scratches. 2. The device was continuously used with the probe having scratches, and a force might have been applied to the probe. As a result, the probe had cracks from the scratched area. 3. An attempt was made to activate the output with the probe having cracks. As a result, sonosurg-g2 stopped generating the output. The following information is included in the instructions for use (IFU): ¿if the ultrasonic output stops during the procedure, the ultrasonic output warning lamp of the generator lights up and a warning tone sounds, immediately remove the insertion section of the instrument from the patient, with the transducer and connection cable connected. Then inspect the probe and the handle as follows. Otherwise, patient injury and/or equipment damage could occur.¿ ¿if the ultrasonic output stops during the procedure, the ultrasonic output warning lamp of the generator (sonosurg-g2) lights up and a warning tone sounds. Immediately remove the insertion section from the patient, and inspect it according to the instructions given in section 8.2, ¿when the ultrasonic output warning lamp lights¿ on page.¿ ¿do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound.¿ ¿do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity.¿ ¿do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9614641.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
We received the following report. *during an unspecified procedure, the subject device was used. The user became unable to use the subject device. The tissue pad of the device was completely melted when the user checked it. There were no fallen fragments. The intended procedure was completed with another device. There was no patient injury reported. The subject device was discarded by the user.